Event description:
Caller states during a correlation study, the following coaguchek to lab comparisons were obtained: pt #1 - 3.1 inr/4.44 inr. Pt #2 - 2.4 inr/3.45 inr. Pt #3 - 1.3 inr/1.71 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.

Event description:
Diagnosis not reported.

Event description:
Diagnosis not reported.